Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure a faradrive steerable sheath was selected for use. However, aspiration could not be performed because air bubbles continuously appeared in the sheath flushing line. When the catheter was withdrawn from the faradrive sheath, aspiration was possible, but once the catheter was reintroduced, air was again drawn into the line. The sheath was replaced with a new one, and the procedure was completed without further problems. No patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a leak from the hemostatic valve. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Leak testing was performed in accordance with the faradrive dv protocol, during which leakage was observed originating from the hemostatic valve. Microscopic examination identified a tear on the outer surface of the external valve. A visual inspection of the exterior of the sheath revealed no additional abnormalities or defects. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive steerable sheath (clear) - ous risk documentation was completed and confirmed that the event of visible air was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design and supporting evidence that came to this conclusion.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. However, aspiration could not be performed because air bubbles continuously appeared in the sheath flushing line. When the catheter was withdrawn from the faradrive sheath, aspiration was possible, but once the catheter was reintroduced, air was again drawn into the line. The sheath was replaced with a new one, and the procedure was completed without further problems. No patient complications were reported. The device is expected to be returned for laboratory analysis.